Event description:
Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** 10/25/2013 - litigation papers received. Litigation alleges pain and injury. Hip side provided. The femoral head is now being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- patient was revised to address acetabular cup loosening. **update** 10/25/2013 - litigation papers received. Litigation alleges pain and injury. Hip side provided. The femoral head is now being added to the complaint. Update rec 11/17/2014 - medical records. Received. Upon revision, metallosis was noted. The information received does not change the MDR decision. This complaint was updated on: 12/16/14.

Manufacturer narrative:
Depuy still considers this investigation closed.